Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have woken up with blood glucose of 420 mg/dl, which was treated with manual injection. Customer reported that when infusion set was changed, tubing bent and therefore, customer knew that she was not getting any insulin. Insulin pump passed high pressure test. Customer was advised that infusion sets would be replaced and to call back should issue persist.